Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was unknown. The doctor stated that there was possibly some type of sleeping aid or pain killer and potentially a dose of insulin via manual injection leading up to the event. The customer's husband found the customer unresponsive. The caller advised that the customer was doing fine after the incident. Nothing further reported.